Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose over 400 mg/dl and got treated by bolus. The customer also reported that they had low blood glucose of 31 mg/dl and treated with juice. The customer's most recent blood glucose was 154 mg/dl at the time of call. The insulin pump will not be returned for analysis.